Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
Patient enrolled in a clinical study reported spontaneous grinding noise from right hip. It is noticeable upon weight bearing and when starting to walk. No revision has been indicated or reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.